Manufacturer narrative:
The actual device has been returned. Reliability engineering evaluated the device. The reported condition could not be confirmed or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly. (B)(4).

Event description:
It was reported that an attachment device was "making a loud noise". It was unknown to the reporter if the reported condition occurred during a surgical procedure or if there were any delays. It was unknown to the reporter if there was patient harm, adverse outcome or injury alleged. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.